Event description:
Customer's assistant called in to report leaking reservoir. Caller stated that leaking was coming from the end of the infusion set and smell was coming from the reservoir. Advised to disregard. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.